Event description:
The incident occurred in cardiac services. The rn pushed the button on the insyte autoguard unit then set the unit down on the bedside table. She then turned to pick-up other supplies off the table and her finger skimmed the needle of the unit, which was not fully retracted into the safety barrel.